Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review procedural media was provided to aid in the investigation and was reviewed by a member of the bsc global medical safety organization. The reported allegation of embolization was confirmed per the media review. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0035546484. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization (additional device required, hospitalization), thrombosis, and cerebral vascular accident. The IFU also lists the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review a risk review was completed and confirmed that the events of premature detachment and implant embolization (additional device required, hospitalization), thrombosis, and cerebral vascular accident were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed four (4) times in the laa of the patient. On the fourth deployment the closure device became detached from the core wire and embolized to the left atrium then into the left ventricle. A pigtail catheter was inserted into the left ventricle where the closure device was guided to first to the left ventricular outflow tract then into the transverse aorta before the physician was finally able to position the closure device into the descending aorta of the patient. Echocardiogram imaging showed that there was a thrombus in transverse aorta. The physician aspirated the thrombus out of the patient. A retrieval device was then used to snare and remove the closure device from the patient. The procedure was ended, and the patient was sent to recovery. Later that day the patient experienced an ischemic stroke. The patient was admitted to the hospital where they are recovering from these events.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed four (4) times in the laa of the patient. On the fourth deployment the closure device became detached from the core wire and embolized to the left atrium then into the left ventricle. A pigtail catheter was inserted into the left ventricle where the closure device was guided to first to the left ventricular outflow tract then into the transverse aorta before the physician was finally able to position the closure device into the descending aorta of the patient. Echocardiogram imaging showed that there was a thrombus in transverse aorta. The physician aspirated the thrombus out of the patient. A retrieval device was then used to snare and remove the closure device from the patient. The procedure was ended, and the patient was sent to recovery. Later that day the patient experienced an ischemic stroke. The patient was admitted to the hospital where they are recovering from these events.